Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a distal gastrectomy procedure, during the second firing of the device, the firing stopped halfway. Another device was used to complete the case. Additional tissue resection was required due to the issue and the surgical time was extended by less than 30 minutes.